Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2 the following sections were corrected: h6 device code the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a hip revision due to a periprosthetic fracture post-op and a dislocation as a result of the fracture. The bearing and head dislocated. There was internal fixation of the femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b5; d4; d6a; g3; h2; h4; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a hip revision due to a periprosthetic fracture post-operation and a dislocation as a result of the fracture. There was internal fixation of the femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Cat: 110031011 lot: 66842409 28mm i.d. 42mm o.d. Size e bearing cat: 650-1157 lot: 3189493 delta cer fem hd 28/+3mm t1 g2: foreign ¿ australia h6: suggested component code: mechanical (g04) - stem the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to a periprosthetic fracture post-op. There was internal fixation of the femur. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 the following sections were corrected: h4 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided. Review of the available records identified the following: a superolateral dislocation. No fracture is identified. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. Dislocation confirmed; periprosthetic fracture could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.